Event description:
It was reported that intermittent malfunction alarms occurred. The customer's blood glucose (bg) level was around 400 mg/dl. The customer addressed bg with a manual injection. The customer reverted to an alternate method of insulin therapy.